Manufacturer narrative:
(B)(4). Insulin pump was received with motor error alarm during basic occlusion test due to faulty forced sensor resistor, unable to perform functional testings including displacement test, basic occlusion test, occlusion test, prime/delivery test or excessive no delivery test or verify the bolus in the history due to motor error alarm. Motor passed the motor test. Unit was received with intermittent all the buttons response due to flattened all the buttons dome switch. Keypad connector was fully locked. Pump was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and partially broken reservoir tube lip.

Event description:
Customer called and reported that they received emergency medical assistance several times due to high blood glucose. On (B)(6)2015 they had blood glucose of over 600 mg/dl at the time of the incident. The customer was at 315 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as nausea, vomiting, fatigue, and abdominal pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.